Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The patient did not experience any symptoms related to the volume discrepancy and inability to aspirate the catheter. The cause of the volume discrepancy and inability to aspirate the catheter was determined to be the catheter was kinked at the anchor. The volume discrepancy and inability to aspirate the catheter has been resolved. The catheter will be returned. The provided information has been confirmed with the physician.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 3mg; dose1mg via an implantable pump. Indication for use was spinal pain. Patient weight and medical history was asked and will not be made available. Other medications the patient was taking at time of the event was not available. The date of the event was (B)(6) 2017. It was reported that at the patient¿s refill all 20 ml of the medication was still left in the pump. No symptoms were reported. A rotor study was normal. The hcp was unable to aspirate any fluid from the catheter. The catheter was not visible on x-ray and were unable to visualize any kinks. The patient will be referred to a surgeon for a catheter replacement. Surgical intervention was planned but was not scheduled. The catheter will be replaced in the future. The issue was not resolved. Patient status was alive - no injury. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No further complications were reported.

Manufacturer narrative:
The other relevant components include: product ID 8780 (B)(4) implanted:(B)(6) 2015 explanted:(B)(6) 2017 product type catheter analysis of the catheter on (B)(6)2017 revealed a user related kink in the catheter body. The catheter was returned in two segments. Analysis noted that a kink was observed in the distal end of the catheter body of segment number one, and a kink was observed at the proximal end of the anchor of the catheter body of segment number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-jan-31, additional information was received from a consumer. It reported the patient's catheter was clogged up and had a kink in the line and they did not get the medication they needed. The patient stated they weren't "able to get her medication in all the time". The patient stated their catheter was replaced on (B)(6) 2017 (also reported as (B)(6) 2017).